Event description:
It was reported that during a pre-use inspection, the image when connected to the light source was black, preventing completion of the white balance procedure on the videoscope. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of this complaint is traced to cause traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.